Manufacturer narrative:
(B)(4). The device is currently unavailable.

Manufacturer narrative:
This report is filed march 25th, 2015.

Event description:
It was reported that the patient's battery "began to smoke and turned black." The patient was instructed to discontinue use of the battery and return it to the manufacturer for analysis. There was no reported allegation of serious injury associated with the product. The product has not been made available for analysis as of the date of this report, (B)(4) 2014.